Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support and was provided pump reset information, and technical support assisted customer in successfully resetting pump.